Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported: tip of cannulated screwdriver shaft t25 broke during screw insertion. No impact on surgery as we just used the second one on the set. This is 1 of 1 report for complaint (B)(4).